Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Port remains implanted.

Event description:
It was reported that after a gastric band procedure, the injection port leaked. Unable to adjust/fill the band. The port will be replaced. The device is still implanted at this time. Additional follow up is being conducted. If additional details become available, a 3500 a supplemental will be sent.